Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
This product was not revised. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified one other report against femoral head and no other reports against the remaining product/lot code combinations. A review of the femoral head and insert device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint.- litigation alleges that the patient suffers from pain, discomfort, and exhibited symptoms of a loose implant. Doi: (B)(6) 2008 - dor: (B)(6) 2010 (left side). Patient is a resident of (B)(6). Update: (B)(4) 2012: pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Correction: doi: (B)(6) 2008. Patient demographics added. Update: 12/12/2014 - pfs and medical records received. Pfs now alleges high metal ions. After review of the medical records for MDR reportability, the revision operative note indicated pain, grinding sensation, malpositioned cup (not revised), and impingement between the cup and stem. There was scoring on the neck of the stem from the impingement. No lab results were provided for the alleged high metal ions. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/7/2015.